Event description:
It was reported that the hospital opened a brand new laser fiber directly from the package for a holmium laser enucleation of the prostate (holep) procedure. A few minutes into the case, the fiber broke approximately halfway along its length, rendering it unusable due to insufficient remaining length. The procedure was completed with another device. There were no patient complications.